Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided to perform a compatibility check or field action check. Review of complaint history found no additional related issues for this item and the reported part (lot number not provided). Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent pfj (patello-femoral joint) knee procedure on an unknown date. Subsequently, patient was revised to a total knee for unknown reasons and the surgeon noted significant wear on the patella component.